Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. At the time of the report to tandem technical support the customer had not addressed bg level. The customer reverted to an alternate method of insulin therapy.